Event description:
It was reported PICC placed on november 27, yesterday a blockage and a crack in the branch pipe were confirmed. It is unknown if the leakage site was internal or external to the patient, or if the occlusion was treated at any point. It is unknown what protocol was used to flush and lock the catheter. No patient harm was reported, but it is unknown if the catheter was removed or replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.